Manufacturer narrative:
(B)(4). Date sent 1/31/2025. D4 batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Did the device staple? 2. If the device stapled, was the staple line complete? 3. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 4. Did the device cut? 5. If the device cut, was the cut line complete? 6. Were the cut line and staple lines equal? 7. Was the device fired across a staple line? 8. Did the reload lock out and would not work? 9. Did the reload begin to staple and cut, but then jammed? 10. Did the device staple, but there was no cut line? 11. Did the "they performed an ileostomy." Was part of the original plan if needed for this patient? 12. This was not an unexpected change to the surgery? In response to your question #11 below, she did tell me the ileostomy became part of the plan once dr. B got into the procedure and could see how much dead bowel was present. The ileostomy was not dictated because of the tlc75 linear cutter misfiring on the second attempt. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during subtotalcolectomy, misfire, incomplete fire. The surgeon thinks the device cut but did not fire on the second firing. They performed an ileostomy. Case was completed with another device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent 2/18/2025 d4 batch #222d71 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: place the instrument across the tissue for transection or into the lumen to form an anastomosis. For instruments with no knife, place the instrument across the tissue to be stapled. With the alignment/locking lever in the completely opened position, join the instrument halves together by aligning from either the front, center or back of the instrument. To adjust tissue on the forks before firing, move the alignment/locking lever to the intermediate position. This allows maneuvering of the tissue while the instrument halves are joined. Close the alignment/locking lever completely when the tissue is properly in place. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. Completely return the firing knob to the original ¿return knob here¿ position. Separate the instrument halves by opening the alignment/locking lever and remove the instrument. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 222d71, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/10/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.